Manufacturer narrative:
On 12-nov-2021, the product investigation was completed as the complaint device was not returned. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was missing a spline and wires were exposed. Upon removing from the packaging the pentaray catheter was missing a spline, it had only 4 splines and exposed wires. The catheter was exchanged to continue the case. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. According to pictures provided by customer, spline was observed broken. A manufacturing record evaluation was performed for the finished device 30625899l number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was missing a spline and wires were exposed. Upon removing from the packaging the pentaray catheter was missing a spline, it had only 4 splines and exposed wires. The catheter was exchanged to continue the case. Additional information: the issue was spotted before the device was used. There were exposed wires. The catheter was not inserted or removed. The catheter was not pre-shaped. It was not placed inside a sheath. Broken tip is not MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).